Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the impedance check came back normal. The trickle charge resolved the overdischarge, and the leg pain was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was in a car accident and since has had a shooting, electrical pain down their leg. The patient allowed the ins to die and go into overdischarge following the accident. A trickle charge was performed in order to check the impedances. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient had an appointment scheduled for july 9th to do a trickle charge. It was unable to be determined how the car accident impacted the system until the trickle charge was completed. No further complications were reported.